Manufacturer narrative:
Manufacturing review: a manufacturing review could not be completed as there was no lot number provided. The sample was not returned for evaluation. The result of the investigation is inconclusive for the reported unable to cross the lesion and device incompatibility issues. The root cause for the reported unable to cross the lesion and device incompatibility issues could not be determined based upon the available information. Labelling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: the event description states that the lifestream was being used in the mesenteric artery. This is off label use of the device. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries.

Event description:
It was reported that during a stent graft procedure to treat a very calcified mesenteric artery through a common femoral approach, the device experience resistance as it was being introduced into a 6fr introducer sheath and allegedly failed to cross lesion. Therefore, the device was removed without incident and another device was used to complete the procedure. There was no reported patient injury.